Event description:
In 2008, a baxter tech received a report from the facility's biomedical supervisor that a pt coded two days prior, while on a syndeo syringe pump during pt infusion of morphine. The facility had provided the pump event history for review to see if any malfunctions were noted. There is no alleged malfunction of the device. However, the biomed indicated that he saw "stops" and "clears" in the event history and did not know why. The following additional info was received by the nursing dir of surgical svcs three days later: the pt experienced a respiratory arrest during infusion of morphine with the following programming: 1mg/1ml concentration. 1.5 mg dose, 10mg hour limit, and 5 minute lock out. The male pt, actual age unk, was hospitalized for a motor vehicle accident and was a post operative surgical pt. He was receiving morphine for pain. The pt was found by the nurse to be unresponsive and in respiratory arrest. The nursing dir asked what "alert clear one hour limit" meant. Reportedly there was no knowledge of a password being used with this pump. The pt was transferred to the intensive care unit and is reported as stable. The pump is available for eval.

Manufacturer narrative:
The facility provided a copy of the pump event history to baxter, which was reviewed. The pump functioned normally and no malfunction was observed. The device has been requested by baxter for eval but has not yet been received. A follow up report will be filed upon completion of the eval or if additional info becomes available.